Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to t-wave oversensing (twos). Follow up with the company representative indicated that the lead was reprogrammed. The lead remains in use. No further patient complications have been reported as a result of this event.